Event description:
The customer reported that the mx800 monitor did not give a desat-alarm until the babies sat, dropped to 18%. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mx800 monitor did not give a desat-alarm until the babies sat, dropped to 18%. The baby was on non-invasive ventilation per nasal cannula, had spo2 alarms set at 90-100. No pt harm was reported. Philips is reporting this due to the fact that the customer alleges the mx800 monitor did not give a desat alarm. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.